Event description:
It was reported that the customer's insulin pump had multiple alarms. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, scratched screen, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.